Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid and distal end of the right coronary artery. A 38x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent strut was found to be lifted. The procedure was completed with another of same device. There were no patient's complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid and distal end of the right coronary artery. A 38x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent strut was found to be lifted. The procedure was completed with another of same device. There were no patient's complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. The device was returned with the stent damaged. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The device was returned with a clear tape-like material covering the damaged stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.